Event description:
The customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's spo2 board and front knob. Unit was safety tested to factory's specifications.